Manufacturer narrative:
On february 23, 2024, mentor became aware that information was incorrectly submitted in the initial report. It was determined that the patient's prosthesis was not removed and reimplanted. As such, user error is no longer applicable to the file. The file was reassessed and a revised b5. Event description and h10. Additional manufacturer narrative will be provided in h11. Corrected data. Manufacturer¿s reference number: (B)(4). In the initial report, d6. Date of implantation should have been populated with (B)(6) 2021. D6. Date of explant should have been populated with (B)(6) 2024. B5. Event description should have been populated with the following: it was reported that a patient underwent a breast augmentation surgery with a 325cc mentor memorygel breast implant. Post-operatively, the patient experienced right-sided implant malposition. A healthcare professional indicated that the patient¿s right breast was rising high. As a result, the patient underwent a right-sided pectoralis muscle release on (B)(6) 2022. On (B)(6) 2023, the patient presented with discomfort in her right breast. On (B)(6) 2024, the patient was diagnosed with baker grade iii capsular contracture of the right breast. As a result, the patient underwent implant removal surgery on (B)(6) 2024. H6. Health effect - impact code should have been populated with device explantation (f1903). H6. Medical device problem code should have been populated with migration (a010402). H6. Type of investigation should have been populated with device not returned (b17). In the initial report, h10. Additional manufacturer narrative should have been populated with the following: since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: device migration, capsular contracture.

Manufacturer narrative:
On march 20, 2024, the mentor failure analysis lab received the device for evaluation. On april 2, 2024, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 325cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with 325cc mentor memorygel breast implant and experienced capsular contracture; baker grade unknown. Per healthcare professional, revision on the right side was due to breast rising high. Per information received, same implant were re-used. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.